Manufacturer narrative:
In this incident, a proultra tip #6 separated in a pt's mouth. Though the separated tip was retrieved and there was no report of pt injury, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr). Therefore, this event is reportable per 21 cfr part 803. The device was returned, visually inspected, and found to have separated approx 15mm from the bend. No visual defects were noted.

Event description:
It was reported that a proultra endo tip separated in a pt's mouth. The tip was retrieved without sequela.